Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-00 and m-11 errors. The integrated electrosurgical unit (iesu) was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. Bipolar port 2 did not recognize the instrument and failed the detection test. The iesu had no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to the faulty bipolar 2 port.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the bipolar not working on the integrated electrical surgical unit (iesu). The reported event persisted after the customer had performed a power cycle on the iesu and system, replaced the instruments, and used a vessel sealer extend (vse). According to the customer, the monopolar energy was working at the time. The customer was not in the position to hard power cycle the iesu. The procedure was completed as planned with no reported injury.